Manufacturer narrative:
An event of dyspnea and aortic stenosis was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the instructions for use (B)(4), ¿the portico¿ valve is designed to be implanted in the native aortic heart valve without open heart surgery and without concomitant surgical removal of the failed native valve.¿

Event description:
On (B)(6) 2013, a 21mm trifecta valve (sn unknown) was implanted. In (B)(6) 2017, the (B)(6) patient presented with dyspnea due to severe aortic stenosis, which persisted and on (B)(6) 2018, the physician elected for a valve in valve procedure. A 23mm portico valve was implanted off-label inside the 21mm trifecta valve. During the procedure, a pre-dilation was performed using a 23mm balloon and the coronary arteries were protected with stents. The post-procedure mean valve gradient was 5mmhg. The patient is reported to be stable.